Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device problem was not duplicated. 41622 is a motor timeout issue. It was logged once, after the pump was run for about 10 hours. It then ran for about 36 hours without issue. The pump was run for about 1.5 hours with no issues during investigation. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump displayed an occurrences of "system fault 41622" and "power down." Functional testing involved running the pump in user mode. The reported issue was not able to be duplicated during the investigation. It was noted that the reported error is a motor timeout issue, which was observed in the event log after the pump had been run for about ten (10) hours. However, after the recorded event, the pump ran for about thirty-six (36) hours without issue, and for about another one and a half (1.5) hours with no issue during the investigation. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during testing a smiths medical cadd-solis vip ambulatory infusion pump displayed last error code 41622. It was reported that there was no patient involvement. No adverse effects were reported.